Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he was having issues with the sensor. Customer stated that he kept receiving a lost sensor alert. Customer's blood glucose was 47 mg/dl. Customer stated that the previous sensor was not bent. Troubleshooting was performed and the customer did not receive a lost sensor and was advised to call back if the issue recurs.